Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow, pre-implantation, and leak testing. All performance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore the conditions of this complaint could not be verified by laboratory personnel. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that during pre-implantation testing, the doctor attempted to program a strata ii valve and was not able to program it properly. According to the report, the valve was jumping between pressure level 0.5 and 1.0. It was reported that a replacement valve was used to complete the surgery.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.